Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of clip failure to release from catheter block h11: investigation results. The resolution 360 clip was disposed; therefore, a technical analysis could not be performed. The complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on the event description and information provided by the customer there is not enough evidence to determine whether the issue was induced due to the physician's technique during the procedure or was related to a device malfunction. Additionally, based on the most relevant information for the complaint including product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process, the definitive cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the causes that contributed to the event. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the clip failed to release from the catheter. There were no patient complications reported as a result of this event.